Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to a non specific product performance anomaly. No additional adverse patient effects were reported. Additional information was received indicating that the reason for replacing this lead was due to an insulation break observed during a device changeout. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to a non specific product performance anomaly. No additional adverse patient effects were reported.